Event description:
The reporter indicated that the pt developed pneumonia in their left lung two weeks after having their vns implant. It was also reported that antibiotics were administered and the pneumonia cleared up.